Event description:
Same case as MFR #: 2134265-2013-00337 and 2134265-2012-08542. It was reported that during an unspecified procedure the motor drive unit failed to pullback. The target lesion was located in an unknown vessel. The motor drive unit was attached to the sled, automatic pullback was attempted and failed. The motor drive unit was attached to a second sled, automatic pullback was attempted and failed. The motor drive unit was exchanged for another, attached to the same sled and pullback was successful. The procedure was completed. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).